Event description:
A user facility reported this lma would not remain inflated during use in a pt. The balloon was clamped and the procedure was completed without any pt injury or problem. The user facility has returned the lma for evaluation